Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red screen with a da error code. A boston scientific technical services consultant discussed the da error was a benign, self-correcting error. A review of device data found the error had occurred in (B)(6) 2015. The device check revealed no other issues. No adverse patient effects were reported.